Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax), d4 (primary UDI number), d9, e4, g2 (is report source company rep), and g4 (PMA/ 510(k). Upon review, it was identified that these were inadvertently omitted from the initial report. Updated information was provided in d4 (serial number) and h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow issue could not be determined without sufficient clinical details and data log review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was placed via the femoral access to support the patient of unknown age or gender who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The pump was placed but, there were low flows on the console. The patient had been effectively anticoagulated with heparin and the clotting time (act) was out of range, and so the team made decision to explant and replace the pump due to the flow issue and concerns of clot ingestion. The pump was explanted and replaced and support proceeded. The low flow will be reported for the support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.